Manufacturer narrative:
Unit received a33 alarm during prime/a33 test due to faulty fsr(gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor error alarm or e70 alarm due to a33 alarm. Motor was tested outside the device and passed. Unit had moisture damage lcd board, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 145 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer reported an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.